Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the electrode belt sn (B)(4) was returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The device evaluation included review of downloaded software flag files on the day of the event as well as functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device functionality testing confirmed ability of the electrode belt to detect a treatable arrhythmia and deliver a treatment. Monitor sn (B)(4) has not yet been recovered from the field. The device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to a loss of data. The root cause for the loss of ECG data is unknown. As such, the exact rhythm at the time of the event cannot be confirmed. The loss of ECG data did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of one shock. The patient was reportedly conscious at home and walking to the door at the time of the event. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient's ECG rhythm at the time of the treatment event is unknown. The patient did not seek medical attention and continued wearing the lifevest.